Event description:
Philips received a complaint by the customer on the v60 indicating that the screen went blank when ventilating on a patient. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the screen went blank when ventilating on a patient. The remote service engineer (rse) advised that the customer should upgrade from generation 1 to generation 2 for the light crystal display (lcd). The rse provided the customer with the 2nd generation user interface (ui) assembly. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
It was reported that the screen went blank when ventilating on a patient. The remote service engineer (rse) advised that the customer should upgrade from generation 1 to generation 2 for the light crystal display (lcd). The rse provided the customer with the 2nd generation user interface (ui) assembly. No repair will be performed. The device will be retired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.